Event description:
Major bleeding event while on left ventricular assist device therapy requiring transfusion of 6u packed red blood cells (prbc). This did not occur at the hospital and did not involve a breakdown of organizational policy/procedure. This is for reporting purposes only.